Event description:
On 04/22/97 patient was in ER when wheelchair tipped over. No patient injury occurred. On 05/05/97 33 yr old, d.o.b. 06/10/63, female patient was in ER when wheelchair tipped over. No patient injury occurred.